Event description:
It was reported that during surgery a pss ms screw had splayed and the locking cap could not be secured onto the screw/rod construct. This occurred during screw manipulation with the cap inserter.

Manufacturer narrative:
Vertebron is still in the process of finalizing its review of this complaint and product. A follow-up report will forward to FDA shortly once the investigation of the components involved can be completed. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.